Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 586 mg/dl. Customer reported symptoms like confusion, feeling sick, unwell, headache, tiredness, weakness, altered vision, pain and increased thirst. Customer treated high blood glucose level using intravenous insulin drip. The customer was not assisted with troubleshooting for high blood glucose. Customer was using insulin pump within 48 hours of reporting high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.